Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right atrial lead was difficult to operate but was ultimately implanted. The next day, an x-ray was performed and it was noted the lead was bent in a loop shape. The physician decided to revise the lead on (B)(6) 2023. The right atrial lead was explanted and the right atrial port on the device was plugged. No patient consequences were noted.

Manufacturer narrative:
The reported events of lead bending and difficulty inserting the stylet were not confirmed. A complete lead was returned in one piece with the stylet fully inserted inside the lead. Visual and x-ray examination were normal with no anomalies found. The stylet was able to be removed and re-inserted to the distal tip of the lead and removed without any restrictions.